Manufacturer narrative:
The complaint cannot be confirmed. No investigation is required since there is no authorized RMA; ie. There are no materials available to investigate.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On april 06th 2020,senseonics was made aware of an incident where the user experienced an early sensor replacement alert resulting in an early sensor removal.